Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# :(B)(4), implanted: (B)(6)2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 1319 mcg/day) via an implanted pump. On (B)(6) 2020 the patient was taken to surgery. When the pump pocket was opened the catheter appeared to be cut at the pocket site. It appeared to be a clean cut. They thought the cause of the cut was a refill stick. The clinician found 550 cc of csf (cerebrospinal fluid) in the pocket. The catheter was revised. The physician removed 4.6 cm and then added 7.6 cm. After the revision, only the catheter was primed as the physician had aspirated from the catheter itself and not the cap (catheter access port) and the physician wanted to decrease the dose to 100 mcg/day. Additional information was later received from the patient¿s pump managing physician¿s office who reported that the notes from the infusion center where the patient got her pump filled indicated that on (B)(6) 2020 they had trouble accessing the patient¿s pump. Eventually after multiple sticks they were able to fill the pump, but they believed the pump site was altered as they had to do multiple sticks to get it refilled. The cause of the difficulty locating the refill septum on (B)(6) 2020 was unknown, but they believed it was due to the pump site being altered, so the patient was taken to surgery on (B)(6) 2020 to revise it. During the procedure, they found the cut catheter and revised it and they also revised the pump pocket and repositioned the pump. No further complications were reported/anticipated.